Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a message became frozen on the pump screen and the customer was unable to clear it. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.